Event description:
A customer reported that the t: slim x2 pump battery had not been charging for several months, and the issue was related to difficulty with the charger connection to the pump. There was no adverse impact to the customer's blood glucose level, as the battery charging issue did not cause a pump shutdown or inability to turn the pump back on. The customer resolved the issue by using a non-tandem wall adapter and charging cable, and tandem technical support agreed to send replacement tandem charging supplies to ensure compatibility. No further assistance was required as the pump was successfully charging.